Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to its electrode migrating. Additionally, the patient complained of pain that resulted in them been unable to sleep since it was implanted. X-ray imaging was performed to confirm electrode migration. A new transvenous system was implanted. No additional adverse patient effects were reported.